Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to water and the buttons are not working. Customer's mother stated that the blood glucose reading is 200 mg/dl range. Caller stated that there is no response from the buttons. Advised to monitor the time display. Caller stated that the time display does not change. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating current and no unexpected off no power, low battery or battery out limit alarm noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. No moisture damage found on electronic assembly or motor.